Event description:
Patient was revised to address acetabular cup loosening and pain. Update: (B)(6) 2012 - medical records were received. The revision operative report indicated that very dark fluid consistent with metallosis was aspirated from the hip. Intraoperatively a significant amount of necrotic tissue was present consistent with metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had cracking of bones, muscle damage, metallosis; pain in hip, leg and groin areas; physical impairment and physical disfigurement after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.